Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to a disconnected keypad connector. The device was unable to be verified for the low reservoir alarms feature due to unresponsive buttons. The unit was also unable to undergo the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests for the same reason. No cosmetic damage was noted. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the customer tried to bolus but all of the buttons became unresponsive. The patient's blood glucose at the time of incident is unknown. The customer removed the battery from the pump and reinserted it and the display shows that it's 3/4 full, yet the buttons wouldn't work. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.